Event description:
A malfunction alarm labeled as malfunction code 3 was reported, with no notable events occurring prior to the issue. There was no adverse impact on the customer's blood glucose level. Technical support planned to replace the pump, and the customer was advised to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery without interruption.